Event description:
A physician was using a gelmark biopsy side marker, following a breast biopsy procedure using the mammotome biopsy device. When he removed the gelmarc applicator from the mammotome probe, he observed that the tip had sheared off. The tip is presumed to be in the patient's breast. There were no patient adverse effects.